Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The device was put through and passed therapy verification testing.

Event description:
Boston scientific received information in (B)(6) 2010 that this health care professional (hcp) contacted medical records to report that this patient was enroute to the hospital. The patient received multiple shock therapies. Subsequently, boston scientific's event analysis department received a call from the patient's clinic. The patient had been admitted to the hospital due to spontaneous developement of a ventricular arrhythmia. The arrhythmia was appropriately sensed. Three shock were delivered which successfully terminated the arrhythmia. There were no reports of complication or irreparable injury. Subsequently, boston scientific received information in (B)(6) 2012 that this device was received at boston scientific's return products department for unknown reasons.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. The device is currently undergoing detailed analysis to determine root cause.